Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/10/2016 with the following findings: during investigation, the battery compartment threads were stripped and were unable to be secured. A test cap was able to hold for testing. Unrelated to the original complaint, moisture was found in the battery compartment. A leak test was performed and failed due to cracks in the battery compartment.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap was not able to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Submitted 09/19/2016 as follow-up #1: a review of the complaint record indicated that there was moisture in the pump, and well as the battery cap issue.